Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2016 to excise the excess skin. During the same procedure, the abutment was removed, a cover screw was placed and topical antibiotics were administered. The implanted device remains.

Manufacturer narrative:
This report is filed, (B)(4) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and infection at the implant site. On (B)(6) 2015 the patient was prescribed a seven day course of oral antibiotics. The implanted device remains.